Event description:
It was reported that during a procedure at the user facility a small silver ring fell out of the bur-end of the loaner core impaction drill into the mouth of the patient. The ring did not enter the surgical site and the doctor removed the ring with his fingers. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility, a small silver ring fell out of the bur-end of the loaner core impaction drill into the mouth of the patient. The ring did not enter the surgical site and the doctor removed the ring with his fingers. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure was not confirmed through functional evaluation, disassembly, and visual inspection. The components of the device were conforming for the event. Components not related to the event were replaced as part of preventive maintenance. The device passed all final inspection activities prior to return to stryker stock.